Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that on an unknown date an lcp(locking compression plate) was implanted. The plate was found to be broken postoperatively (B)(6) 2013. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device implant on an unknown date between (B)(6) 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.